Event description:
Customer states that left or right motor was leaking grease and he contacted dealer and eventually had a tech sent out and was told the motor had to be replaced. Customer states he notified them within the year and was told by dlr he was under warranty. Customer cannot get a hold of dealer to get work done, chair is still not working.